Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for occurrence of scope communication error and hence no image is traced to component failure. However, the probable cause of crystallization inside the control unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, scope communication error b30 and crystallization inside control unit. There was no patient involvement.